Event description:
On (B) (6) 2009, the user facility (B) (4) reported to terumo cardiovascular that after cardiopulmonary bypass the sx oxygenator membrane separated from the heat exchanger. The sx oxygenator was not changed out, the surgery was successful and there was no harm to the pt.

Manufacturer narrative:
As indicated in the complainant, the sx oxygenator was not changed out during the surgery, the surgery was successful and there was no harm to the pt. Terumo has obtained the actual device that was used in the procedure and performed evaluations with the suspect device. Terumo was able to confirm that a subcomponent of the device was a contributing factor to the event that was reported.